Event description:
The pt stated that her infusion device shut down and she did not notice until she went to perform a bolus and her infusion device screen was blank. The pt was aware of the power pack recall, but stated that she forgot to change out the power pack at the 2 week time period. She stated that the power pack had been in use for about 3 weeks. The pt reported that she did change out the power pack and the infusion device is working properly. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
H6: no product will be returned for eval.